Manufacturer narrative:
Subject device remains implanted

Event description:
It was reported that when the stent (subject device) was deployed in the target ic-pc (internal carotid-posterior communicating) artery, the microcatheter kicked back and pushed the stent. The stent proximal marker was observed into the penetrating branch. It was also noticed that the proximal part of the stent did not expand. There was no blood flow or bleeding issue. The procedure was finished. There were no clinical consequences to the patient.